Event description:
It was reported that during interrogation, device was found in reset mode. High voltage circuitry damage was suspected. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of output circuit damage was confirmed in the laboratory. The device was tested on the bench and using automated test equipment. The device's hv output circuitry was damaged. The cause of the output damage could not be determined.